Event description:
It was reported that the patient presented for a lead revision procedure. Initially, the device was not sutured properly in the pocket and due to the movement of the device, the leads were pulled back. On (B)(6) 2017, the right ventricular and left ventricular leads were re-positioned and the right atrial lead was explanted and replaced. The device was sutured in place. Patient was doing well and will continue to be monitored normally.